Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that catheter resistance occurred in the distal section. The intermediate catheter was a medtronic product.

Manufacturer narrative:
H3: product analysis of fg15150-0615-1s, lot# 223595095 ¿ as found condition: the phenom 27 catheter was returned inside of a biohazard bag and a shipping box. There was no guide catheter returned with the phenom. In addition, the guide catheter size and model were not reported; therefore, any contributing factors from the guide catheter including its compatibility for use with the phenom catheter could not be determined. ¿ damage location details: the catheter tip and marker were examined; and no damages were found. The catheter was found intact. No separation was observed on the returned catheter. The catheter body found to be flattened at 1.5cm to 8.0cm from the distal tip. In addition, the catheter body also found to be kinked at 30.3cm from hub no flash or voids molded were observed in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The returned catheter could not be used for testing with an in-house guide catheter due to its damaged condition. ¿ conclusion: based on the returned device, the phenom 27 catheter was not confirmed to have ¿catheter separation¿ issue as the returned catheter was intact. No separation was found. However, the customer report of "resistance in guide catheter" was confirmed as the returned catheter was found flattened and kinked at several locations. It is possibly that the damages occurred when the customer attempted to advance the phenom 27 through the guide catheter against the resistance. The cause and cause for damages could not be determined. Since the guide catheter was not returned, any contribution of the guide catheter to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that during the ped treatment for aneurysm, when the phenom pushed the catheter to go upper, the resistance was particularly large. After withdrawing the system, it was found that the tip end was broken. After replacing with other product, the surgery was completed smoothly. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with 5.7mm diameter.